Manufacturer narrative:
Insulin pump received with normal operating currents, pump passed a21 error test, self test and the displacement test however, unit alarmed a33 during the basic occlusion test due to loose, protruded drive support disk. Unable to perform the occlusion test, prime, a33 and excessive no delivery test due to a33 alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube cracked.

Event description:
Customer reported via phone call that the insulin was squirting out during the manual prime and they were receiving an error alarm. Customer stated that the insulin pump was in their pocket and may have been exposed to sweat. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call is unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.